Manufacturer narrative:
H.6. Investigation: no samples or photos were available for evaluation. Since no samples displaying the reported condition were received no defects could be confirmed and corrective actions are necessary at this time. Based on verbatim it appears the customer is describing a dissatisfaction with the slip tip (or luer slip) design of the product. This is a slip tip product as opposed to luer-lok product by design. To confirm presence of any manufacturing defects in this product, samples are required for evaluation. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9294054 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h.10.

Event description:
It was reported that syringe 1ml s/t w/ndl sftygld 25x5/8 rb had a safety mechanism failure and it came apart during use and leaked. The following information was provided by the initial reporter: material no: 305903 batch no: 9294054. It was reported that the heparin syringe malfunctioning, coming apart halfway through the subcutaneous injection, thus splashing the remaining heparin on the pts abdomen. Needles have also previously given the staff problems while trying to slide the safety cap/cover up. It usually slides the needle off the syringe before you can even lock it in place. -would you please be able to confirm how the syringes are falling apart, are they separating or there is something else in question? The syringes in the bd heparin syringe are coming apart from the needles that are packaged with them, during the injection of the medication into the subcutaneous tissue of the patients abdomen. Thus, part of the medication was lost, and the doctor had to be notified. This is, in the rn¿s opinion, because it has no luer lock and even when pressed together tightly prior to administration, it still comes apart. She has had them separate on her a couple of times. In talking casually with other nurses she works with, they have also had similar problems. -how many syringes were involved? In this event, only 1 needle was involved. The event involved the heparin syringe malfunctioning, coming apart halfway through the subcutaneous injection, thus splashing the remaining heparin on the pts abdomen. The new syringes are cheap, slip on needles (instead of the old luer lock needles). The needles have also previously given the staff problems while trying to slide the safety cap/cover up. It usually slides the needle off the syringe before you can even lock it in place. These slide on needles are dangerous to staff and patients.

Manufacturer narrative:
Date of birth: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml s/t w/ndl sftygld 25x5/8 rb had a safety mechanism failure and it came apart during use and leaked. The following information was provided by the initial reporter: material no: 305903, batch no: 9294054. It was reported that the heparin syringe malfunctioning, coming apart halfway through the subcutaneous injection, thus splashing the remaining heparin on the pts abdomen. Needles have also previously given the staff problems while trying to slide the safety cap/cover up. It usually slides the needle off the syringe before you can even lock it in place. Would you please be able to confirm how the syringes are falling apart, are they separating or there is something else in question? The syringes in the bd heparin syringe are coming apart from the needles that are packaged with them, during the injection of the medication into the subcutaneous tissue of the patients abdomen. Thus, part of the medication was lost, and the doctor had to be notified. This is, in the rn¿s opinion, because it has no luer lock and even when pressed together tightly prior to administration, it still comes apart. She has had them separate on her a couple of times. In talking casually with other nurses she works with, they have also had similar problems. How many syringes were involved? In this event, only 1 needle was involved. The event involved the heparin syringe malfunctioning, coming apart halfway through the subcutaneous injection, thus splashing the remaining heparin on the pts abdomen. The new syringes are cheap, slip on needles (instead of the old luer lock needles). The needles have also previously given the staff problems while trying to slide the safety cap/cover up. It usually slides the needle off the syringe before you can even lock it in place. These slide on needles are dangerous to staff and patients.